Event description:
It was reported that the patient was unable to get any telemetry to establish between the implanted heart device and the remote monitor. The patient tried a dry, folded washcloth between the antennae and the implant site and it was verified that the correct monitor was being used. The patient was advised to bring the remote monitor into the clinic for further troubleshooting. The monitor has had past successful transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to get any telemetry to establish between the implanted heart device and the remote monitor. The patient tried a dry, folded washcloth between the antennae and the implant site and it was verified that the correct monitor was being used. The patient was advised to bring the remote monitor into the clinic for further troubleshooting. The monitor has had past successful transmissions. The monitor has now been returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was unable to get any telemetry to establish between the implanted heart device and the remote monitor. The patient tried a dry, folded washcloth between the antennae and the implant site and it was verified that the correct monitor was being used. The patient was advised to bring the remote monitor into the clinic for further troubleshooting. The monitor has had past successful transmissions. The monitor has now been returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The monitor failed telemetry testing due to an integrated circuit component on the printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.